Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's aortic valve angle was measured to be 45 degrees. During the procedure, at 80 percent and release, the valve was placed at a depth of 3 mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (lcc). Upon deployment, one of the retainer tabs remained stuck and it was unclear whether it had been detached or not. During manipulation the valve migrated towards the aorta. It was also reported that upon removal; the ds was suspected to be entangled with the ds. Coronary arteries were noted to be blocked; the device was repositioned into the ascending aorta via transcatheter snare. A non-abbott valve was implanted inside the index valve. The implanter believe was the cause of migration as one of the tabs was still attached and with the manipulation. The patient was in stable condition and reported to be recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.